Event description:
It was reported that the patient passed out a few times. The ventricular lead exhibited oversensing. Interrogation showed that in autocapture the pulse generator was pacing at high output and there were three stored electrograms that looked like ventricular oversensing. Autocapture was turned off and the lead was programmed to bipolar sense.

Manufacturer narrative:
Na